Event description:
A report was received that the patient was experiencing discomfort at the ipg site location. The physician relocated the ipg above belt line to flank area. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.